Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion knob of the roller pump was not turning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The occlusion mechanism was able to be turned as received. He observed that at one point, the dowel pin on the tube clamp assembly was not seated in the groove correctly, causing the knob to be difficult to turn and causing the pin to damage the occlusion mechanism. The unit did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.